Manufacturer narrative:
(B)(4) received customer complaint from(B)(6) on 11-feb-2021 as follows. The employee tested positive with the covid-19 saliva test on (B)(6) 2020 and tested negative on a nasal swab test the following day. (B)(4) initiated internal investigation event resolution (B)(6) for our (B)(4) event resolution. An associated complaint number is (B)(4). Below is summary of our internal investigation: (B)(4) thoroughly investigated all instruments, reagents and methods used in processing subject sample. (B)(4) didn't find any abnormality. (B)(4) re-examined initial results. Further original saliva sample was pulled, re-extracted and re-tested. This sample had CT value in the mid 30's and tested positive both on the reported run, and the re-tested run. We believe this to be a true positive. Recent literature has demonstrated that saliva based testing methods are more accurate and more sensitive than the nasal swab. Reference: omer sb, simonov m, warren jl, et al. Saliva or nasopharyngeal swab specimens for detection of sars-cov-2. The new england journal of medicine. 2020;383(13):1283-1286. Doi:10.1056/nejmc2016359.

Event description:
The employee tested positive with the covid-19 saliva test on (B)(6) 2020 and tested negative on a nasal swab test the following day.

Manufacturer narrative:
(B)(4) received customer complaint from (B)(6) on 11-feb-2021 as follows. The employee tested positive with the covid-19 saliva test on (B)(6) 2020 and tested negative on a nasal swab test the following day. The device used for saliva test was infinity biologix taqpath sars-cov-2 assay using thermofisher - applied biosystems taqpath covid-19 combo kit. The taqpath kit has four components: 1) taqpath covid-19 control-dilution buffer. 2) taqpath covid-19 control-positive control. 3) taqpath covid-19 control-pcr assay multiplex (lot# 2263979, exp: 09/30/2021). 4) taqpath covid-19 control-multiplex master mix (lot# 2007107, exp: 07/30/2021). (B)(4) initiated internal investigation event resolution (B)(6) for our (B)(4) event resolution. An associated complaint number is (B)(4). Below is summary of our internal investigation: (B)(4) thoroughly investigated all instruments (activity log, calibration, maintenance log etc.) Reagents (partial information regarding lo# and expiration provided above), methods and electronic records (for any possible mix-up) used in processing subject sample. (B)(4) didn't find any abnormality. (B)(4) re-examined initial results. Further original saliva sample was pulled, re-extracted and re-tested. This sample had CT value in the mid 30's and tested positive both on the reported run, and the re-tested run. We believe this to be a true positive. Recent literature has demonstrated that saliva based testing methods are more accurate and more sensitive than the nasal swab. Reference: omer sb, simonov m, warren jl, et al. Saliva or nasopharyngeal swab specimens for detection of sars-cov-2. The new england journal of medicine. 2020;383(13):1283-1286. Doi:10.1056/nejmc2016359.

Event description:
The employee tested positive with the covid-19 saliva test with infinity biologix taqpath sars-cov-2 assay using thermofisher - applied biosystems taqpath covid-19 combo kit (on (B)(6) 2020) and tested negative on a nasal swab test the following day. No information was provided for type and manufacturer of nasal swab test.

Event description:
The employee tested positive with the covid-19 saliva test with infinity biologix taqpath sars-cov-2 assay using thermofisher - applied biosystems taqpath covid-19 combo kit (on (B)(6) 2020) and tested negative on a nasal swab test the following day. No information was provided for type and manufacturer of nasal swab test.

Manufacturer narrative:
Ibx received customer complaint from maverick health on (B)(6) 2021 as follows. The employee tested positive with the covid-19 saliva test on (B)(6) 2020 and tested negative on a nasal swab test the following day. The device used for saliva test was infinity biologix taqpath sars-cov-2 assay using thermofisher - applied biosystems taqpath covid-19 combo kit. The taqpath kit has four components: taqpath covid-19 control-dilution buffer; taqpath covid-19 control-positive control; taqpath covid-19 control-pcr assay multiplex (lot# 2263979, exp: 09/30/2021); taqpath covid-19 control-multiplex master mix (lot# 2007107, exp: 07/30/2021). Ibx initiated internal investigation event resolution (ER)# 1272 for our sop 403-0003-event resolution. An associated complaint number is (B)(4). Below is summary of our internal investigation: ibx thoroughly investigated all instruments (activity log, calibration, maintenance log etc.) Reagents (partial information regarding lo# and expiration provided above), methods and electronic records (for any possible mix-up) used in processing subject sample. Ibx didn't find any abnormality. Ibx re-examined initial results. Further original saliva sample was pulled, re-extracted and re-tested. This sample had CT value in the mid 30's and tested positive both on the reported run, and the re-tested run. We believe this to be a true positive. Recent literature has demonstrated that saliva based testing methods are more accurate and more sensitive than the nasal swab. Reference: omer sb, simonov m, warren jl, et al. Saliva or nasopharyngeal swab specimens for detection of sars-cov-2. The new england journal of medicine. 2020;383(13):1283-1286. Doi:10.1056/nejmc2016359.